Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this facility. (B)(4).

Event description:
A nurse reported that the ophthalmic gas used during multiple, separate surgeries did not seem to be working properly as the instilled bubble did not last as long as anticipated. Patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
One ophthalmic gas tank was received by manufacturing. A visual assessment of the returned sample showed no obvious abnormality. The gas inside of the tank was analyzed and identified as perfluoropropane and met product specifications. No problem was found with the tank or the gas contents. A review of the manufacturing records did not reveal any related nonconformity during the manufacture of this product. Based on quality assurance assessment, the product met specifications at the time of release. No conclusive root cause can be determined for this reported event. (B)(4).